Event description:
It was reported the tablet was giving an error message upon startup saying "enter boot disk and press any key". The screen was noted to be black. The company representative was instructed to remove the sd card and try to give the system a hard reset by holding the power button down and pressing it again once the screen turned off. The same error message continued appearing. Further investigation found this message is unrelated to the vns software, but rather, is applicable to the tablet itself. The message ¿insert a boot disk and press any key¿, when starting up a system, means that the system tried to load the operating system from a drive or location that is not bootable, rather than from the hard drive (B)(6). The tablet was received by the manufacture for analysis. Analysis is expected but has not been completed to date.

Event description:
Product analysis for the returned tablet was completed and confirmed the reported allegation of a computer software error. During the analysis it was identified that the tablet would not boot up and would display an error message indicating that there was no bootable device. The cause for the anomaly is associated with a defective main board. Once the main board was replaced, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with full charge.